Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l59333, implanted: (B)(6) 1999, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
During the pump replacement procedure, the catheter could not be aspirated. The surgeon chose not to do anything about the lack of aspiration. Diagnostic testing and troubleshooting would be performed in the future. The patient had no symptoms or complications related to the event. The patient status was reported as ¿alive-no injury¿. The device system was delivering lioresal.